Manufacturer narrative:
Other, other text: returned device was received with a cracked enclosure and tank cover. Outdated front cover, power switch, and pcb. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was leaking by the drain. The unit did not alarm. The product problem was observed during testing. There was no patient involvement.